Manufacturer narrative:
Created to change reporter and to add pump module to the product grid.

Event description:
It was reported that an infusion of 0.9 normal saline (ns) at 125ml/hr. Was paused, the nurse went to flush the line with a 10cc saline syringe at the distal "y-site", the nurse met a little resistance, but was able to flush the line. The nurse then administered the patient's pain medication (0.6 dilaudid) with no problem. However; when flushing the line a second time the tubing "popped", and split in half. The nurse stated that when the tubing "popped", it sprayed onto the patient's gown and up towards the nurse's face. Prior to this, there was no alarm from the pump and the patient's infusion was running with no problems. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. And it was confirmed that there was no harm to the clinician.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics requested, but was not received.

Event description:
It was reported that an infusion of 0.9 normal saline at 125ml/hr. Was paused, the nurse went to flush the line with a 10cc saline syringe at the distal "y-site", the nurse met a little resistance, but was able to flush the line. Then the nurse administered the patient's pain medication (0.6 dilaudid) with no problem. However; when flushing the line a second time the tubing "popped" and split in half, the rn stated that when the tubing "popped" it sprayed onto the patient's gown and up towards the nurse's face. Prior to this, there was no alarm from the pump and the patient's infusion was running with no problems. There was impact to the rn or the patient.

Event description:
It was reported that an infusion of 0.9 normal saline (ns) at 125ml/hr. Was paused, the nurse went to flush the line with a 10cc saline syringe at the distal "y-site", the nurse met a little resistance, but was able to flush the line. The nurse then administered the patient's pain medication (0.6 dilaudid) with no problem. However; when flushing the line a second time the tubing "popped", and split in half. The nurse stated that when the tubing "popped", it sprayed onto the patient's gown and up towards the nurse's face. Prior to this, there was no alarm from the pump and the patient's infusion was running with no problems. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. And it was confirmed that there was no harm to the clinician.

Manufacturer narrative:
Suspect revised from pri tubing to (B)(4). Additional information added to: d4, d10, & g5. The customer¿s report that the tubing split in half (separated) was confirmed. Visual inspection observed that the silicone segment was separated from the upper fitment at the pump segment. Although the root cause of the separation was not definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use. The upper half of the set, from the drip chamber to the upper fitment was not returned for investigation. The partial set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. The ring retainer was received attached to the silicone tubing with the correct alignment. Dimensional testing was performed on the silicone segment and the ring retainer and measured within the required specification(s). No other anomalies were observed. The probable root cause of the separation was that the silicone segment was stretched at the pumping segment.